Event description:
Clinic notes dated (B)(6), 2013 were received which indicate the patient's vns device has high lead impedance. The patient has been referred for a lead and battery replacement due to the high impedance; however, surgery has not occurred to date. Attempts have been made for additional information; however, they have been unsuccessful. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.